Event description:
It was reported to philips that the equipment failed to perform propeller movement. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, coronary procedures was performed by the customer and the procedure was completed by changing the arch to nurse position. The philips remote service engineer (rse) inspected the system remotely and confirmed that the equipment failed to perform propeller movement. Upon troubleshooting the rse found that propeller brake issue. To resolve the issue, rse replaced propeller brake and performed all relevant testing. After the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on investigation outcome.